Event description:
The customer reported that there was no sound coming from the device. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported.